Event description:
On (B)(6) 2014 at the ullevål hospital in oslo norway it was reported that during priming the 01971110#quadrox-I oxygenator from lot number 70094120 had cracks and leaked at the 3-way de-airing stop-cock at the top of the arterial filter. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was visually inspected in the laboratory and it was confirmed that there were cracks present on the luer lock of the filter cap near the de-airing stop cock. (B)(4).